Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to report cgm inaccuracy compared to blood glucose meter on (B)(6) 2014 as well as an adverse event. Patient's co-workers activated 911 upon observing the patient physically shaking and slurring his words. Patient ate a snack and upon arrival of the paramedics he was deemed to have a high blood sugar corresponding with the dexcom cgm system. The patient reported no medical intervention to include blood glucose testing and/or transportation by ems personnel. At the time of the call to dexcom technical support, patient did not report any injuries and described his current condition as feeling okay.